Event description:
I have been working with (B)(4) from bard since (B)(6) 2015 regarding leaking foley bags where the bag itself has been leaking urine. I have tried to get samples to send to bard, but staff remove and throw them away before I can get one to send in. (B)(4) from bard has stated that they have changed their manufacturing process to help ensure that this is no longer an issue. Manufacturer response for bard foley bag, bard medical foley bag (per site reporter): our nursing educator has been working with our sales rep (B)(4) since (B)(6) 2015 on this issue.